Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Information provided by the site indicated that the patient presented to the emergency department after they vomited which was unrelated to their device. The controller began alarming with low flow and low power alarms. The power was below the normal range and the patient received a fluid bolus, but the flows continued to remain low. An acute occlusion was suspected and the revolutions per minute (rpm) was turned down on the controller and flows decreased more. The rpm was increased again and flows only slightly increased. The patient underwent a computerized tomography (CT) scan, an echocardiogram, and an x-ray but there was no evidence of occlusion. After the controller was exchanged the flows returned to baseline. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. No anomalies were observed. The reported low flow event was confirmed through log file analysis which revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range and one low flow and one high watt alarm recorded on (B)(6) 2020. No low power alarms were observed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller d4: serial#: (B)(6). D10: yes, 25-august-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient presented to the emergency department after they vomited which was unrelated to their device. The controller began alarming with low flow and low power alarms. The power was below the normal range and the patient received a fluid bolus, but the flows continued to remain low. An acute occlusion was suspected and the revolutions per minute (rpm) was turned down on the controller and flows decreased more. The patient was hospitalized. The rpm was increased again and flows only slightly increased. The patient underwent a computerized tomography (CT) scan,an echocardiogram, and an x-ray but there was no evidence of occlusion. Finally, the controller was exchanged, and the flows went back to baseline. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-nov-2020, serial #: (B)(4), UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2020. Labeled for single use: no. (B)(4). This information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after they vomited which was unrelated to their device. The controller began alarming with low flow and low power alarms. The power was below the normal range and the patient received a fluid bolus, but the flows continued to remain low. An acute occlusion was suspected and the revolutions per minute (rpm) was turned down on the controller and flows decreased more. The rpm was increased again and flows only slightly increased. The patient underwent a computerized tomography (CT) scan,an echocardiogram, and an x-ray but there was no evidence of occlusion. Finally, the controller was exchanged, and the flows went back to baseline. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.